Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that there was a break just below the molded strain relief on the extension. The customer reports that the uvc was inserted in the umbilical artery. The uvc was not difficult to secure and was secured by bridge. Upon placement, an x-ray was taken to verify placement. The line was flushed on a regular basis. The uvc was removed on (B)(6) 2012 and was not replaced. The customer reports the pt is stable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.